Event description:
Pump declared an altitude alarm, resulting in customer's blood glucose level exceeding a high threshold. Specific value was unknown but displayed as "high." Customer originally took no action to address high blood glucose. Technical support instructed customer to clean speaker holes and reconnect cartridge, but resuming insulin was initially unsuccessful. Customer able to load a new cartridge, but alarm recurred after 5 minutes. Technical support advised waiting an additional two hours for potential moisture evaporation and planned to follow up.